Event description:
A 28mm diameter x 16mm x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the pt was admitted for abdominal pain and a CT scan revealed endovascular endoleak into the native abdominal aortic aneurysm with a large retroperitoneal hematoma. Endovascular repair of the stent graft was attempted; however, this was unsuccessful, therefore, the pt was taken to the operating room for removal of the stent grafts. It was reported the pt did not tolerate the procedure and expired in the operating room. Add'l info as well as the explanted stent grafts were requested, but none were received.